Event description:
It was reported that an alarmed was heard, but had not been checked by telemetry. It was a non-critical alarm. The patient was scheduled for a refill (B)(6) 2012, but had to reschedule to (B)(6) 2012. The alarm was heard (B)(6) 2012. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).